Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during preparation of the steerable guiding catheter (sgc), a blue colored substance/contaminate was observed on the shaft of the sgc. It was reported that during unpackaging of the steerable guide catheter (sgc) it was noted that there was a blue colored substance/contaminate stuck on the outside of the guide. The device was not used; there was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular confirmed the presence of the reported blue sticker on the steerable guide catheter (sgc) shaft. Further assessment per site operating procedures was performed. It is unlikely the issue occurred during manufacturing, but was possibly caused during handling and transportation. During sudden movement, the accessory pouch sticker could detach from the pouch, and adhere to the sgc shaft. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint handling database found no similar incidents from this lot. There is no evidence to indicate that a wider population of product has potentially been impacted. The performance of these devices will continue to be monitored.